Manufacturer narrative:
The initial complaint was reviewed and found not reportable. The reported screw is not from synthes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. The reported screw is not from synthes.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device used in a veterinary case - no patient information will be reported. UDI: unknown part number, unknown lot number, UDI is unavailable. This report is for unk - screw cortex /unknown lot number. Unknown if device was implanted/explanted. The 510k #: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during a veterinary case a cortical screw broke intra-operatively. No information about patient condition received. This complaint involves 1 part. This case is a veterinary case. This report is 1 of 1 for (B)(4).